Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was stated that the needle bent during insertion. When the needle was removed a bent was observed and upon touching the needle, it broke off from the hub. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used kit with packaging confirming the reported lot was returned for evaluation. Only the needles were retuned in the kit packaging. The returned needles were visually evaluated per specification. It was noted that the guide needle was broken off at the hub. The sample and all available information were forwarded to the manufacturer for further evaluation. Based on the manufacturers investigation results is was determined that the break likely occurred due to wrong handling. The event description confirms that "the needle bent during insertion. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.